Event description:
Dr reports, "implant placed in normal fashion on 1/13/97, pt complained of pain a few months later. Panorex revealed mandible fracture. Fracture repaired on 4/18/97 and implant removed." Pt current meds: axid, aspirin, and bardura. Dr also reported, "pt had two surgical interventions to repair fracture."